Manufacturer narrative:
The exposed portion of the soft cannula was found to be torn off. Due to the tear the soft cannula was measured shorter than specifications. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl. The pod was worn between 49 and 71 hours on the abdomen. Hyperglycemia treated with a pen correction and new pod.